Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) reported when the patient came into the operating room for the implantable neurostimulator (ins) implant, they used fluoro, test connection was identified and evaluated, sutures holding boot were cut they connected the ins and test it and it worked so they implanted the ins. The hcp that indication the patient was seen on (B)(6) for follow up and incision appeared to be closed and healing well, but the patient indicated the device worked well for the first week, but they were almost back to the same symptoms as before and the device wasn¿t working. The hcp stated they did a urinary analysis at the appointment, but there wasn¿t any evidence that the issue was further evaluated or the device was interrogated. The hcp stated the patient was to follow up in (B)(6), but there wasn¿t further notes of planned action for the device not working, the hcp stated they would call the nurse and see if there was further notes and have them call back if there was additional information. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.